Manufacturer narrative:
Additional information was requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. This is the same pt/event as MFR # 2249697-2011-01260 & MFR # 2249697-2011-01261.

Event description:
It was reported by sales rep (B)(4) on behalf of the customer that the customer had received new cm nrg punch blocks in sizer 4-6-8. He further reported that when they tried to use the items they noticed that the punch block didn't go in completely into the block due to a missing sleeve for the most prominent support. He added that the ps compactor doesn't accommodate these and can be inserted completely. No adverse consequences reported.